Manufacturer narrative:
This medwatch report is for the coaguchek s device used. (B)(6).

Event description:
Caller states the patient tested 2.4 inr on the coaguchek xs plus system and 1.9 inr on the coaguchek s system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.